Event description:
An initial MDR regarding this case was filed 21-mar-2025. Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6) show that between 3 days prior to and the date of the complaint, the system generated cassette depleted, cassette problem, and pump failure alarms. The logs leading up to the cassette depleted alarm show that the last time the user indicated they were using a new cassette was 72 hours prior to the alarm. This is expected behavior. During investigation, the pump was disassembled, and evidence of fluid ingress was observed to be the cause of the cassette problem and pump failure alarms. Logs from remote (B)(6) (paired with pump (B)(6)) show that on the date of the complaint, the system generated cassette depleted and pump failure alarms. During investigation, test deliveries generated cassette depleted alarms less than 10 minutes into delivery. The pump was disassembled, and evidence of fluid ingress was determined to be the cause of the alarms. The cause of the fluid ingress could not be determined. Both systems functioned within specification as they alarmed accurately and entered a failsafe state after alarming.

Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 22-feb-2025 and forwarded to millyard advanced medical products, llc on 24-feb-2025. The hospital technician reported that the patient was hospitalized due to a pump malfunction. The patient reported that remodulin stopped infusing and that both pumps were alarming cassette depleted. Troubleshooting was unsuccessful. The patient did not experience any adverse side effects. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.